Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a non-neuro soft tissue ablation procedure. It was reported that intra-operatively, the cooling catheter "accordioned" when the stiffening stylet was advanced through the catheter damaging the catheter. The site had to open a new set to complete the case. There was a five minute delay to the procedure due to this issue. There was no reported impact to patient outcome.